Event description:
The contact called in for help with the customer's meter. While troubleshooting, the contact performed 2 blood glucose tests and received reading of hi and 228 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.